Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare representative replaced the needle valve on the unit air flow knob to fix the reported issue.

Event description:
The hospital reported that, air flow knob was broken. There was no reported patient involvement.